Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign material or why the foreign material remained in the device from the obtained information. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had air/leakage from the instrument/suction channel. Upon inspection of the customer¿s returned device it was observed, residual liquid or foreign material was noted coming out of the channel tube of the device. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction, it was observed, the device lost water tightness, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down (u/d) knob was out of the standard value, adhesive on the bending section cover (a-rubber) had a crack, the ultrasonic transducer had corrosion, the connecting tube had a scratch, due to wear of the lock engagement (fe) lever, u/d knob could not be locked securely, switch (sw) 4 and sw1 had a scratch, the objective lens had a scratch, the connecting tube had a scratch, and due to damage on the charged coupled device (ccd) unit, the image had white dots. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.